Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva container was leaking from the port. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: update "it was reported that an exactamix 3000ml eva container" to "it was reported that an unspecified quantity of exactamix 3000ml eva containers" the device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.